Event description:
It was reported that there was a gap between the cannula and the sample notch of a disposable biopsy needle. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The needle (stylet and cannula) was severely kinked/bent. No other anomalies were noted with the exception of finding that it was possible to move the stylet back and forth within the hub. As the needle was kinked/bent, the device would not fit into a magnum driver, and no further testing could be performed. The complaint is confirmed as a loose stylet hub was found during the sample eval. A loose stylet could create a gap at the sample notch which could prevent the device from cutting and obtaining a sample. The investigation concluded the loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.